Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels as low as 59 (mg/dl). Customer consumed juice to treat their bg levels. Customer indicated that they are currently in contact with their health care provider to discuss diabetes management.

Manufacturer narrative:
On 01/04/2017: a review of the pump logs indicated low blood glucose (bg) levels recorded on (B)(6) 2016. Basal rate settings stayed constant at 0.83 u/hr throughout all four days; however, the user made bolus requests without entering current bg level and still having insulin on board (active insulin in the body) all four days. Basal rate settings may need to be adjusted for when the user is sleeping, working, exercising, and performing other activities. Making bolus requests without entering in current bg levels and still having insulin on board could cause a low bg level. The pump logs do not indicate that the insulin pump caused a low bg event. There is no evidence of a malfunction or failure of the pump.